Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient was still using pump while broken and now is in hospital. No other information is provided. Patient had been advised by animas on (B)(6) 2013 to return this pump. Reporter is not with patient or pump to advise what the pump issue is or what the blood glucose level (bg) is. Customer support (cs) advised to call back with pump in hand to discuss issues. This complaint is being reported because the patient was hospitalized for an unspecified medical condition after the user error of continuing to use the pump against animas' advice.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.